Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this flotrac sensor provided different blood pressure with red and green cables. Later, the two cables malfunction. No further information was available. There was no allegation of patient injury. The device was available for evaluation.